Event description:
Revision surgery occurred on (B)(6) 2005. (B)(4) was not made aware of surgery. Reason for revision was varus/valgus condition. Agency associated with this event is no longer selling (B)(4) products.